Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the multi-use holmium laser fiber broke on its first use. The reported total energy used was 9.6 joules. This issue was noted after the ureteroscopy. It was further noted that the sheathing material was stretched and frayed at the point of separation. The product problem did not result in any reported serious injuries to the patient.